Event description:
Customer reported ca and cb controls failing.

Manufacturer narrative:
Customer reported the ichem velocity failing ca and cb controls. There were no reports of patient results being affected and no reports of change to patient management as a result. An iris field service engineer (fse) adjusted the probe alignment. The fse ran qc which passed. System was operational.